Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter and was taken to emergency for high blood sugar. Patient's blood glucose on their one touch basic was 306 mg/dl. Patient couldn't remember the hospital's blood glucose result. Tests were done 30 minutes apart. Patient reported symptoms of hyperglycemia and swollen ankles. Patient treated themselves with diabetes medication. Treatment at hospital was an IV. It is unknown what was in the IV. No further information reported.